Manufacturer narrative:
In mfg report no 1823260-2023-03243, b5 describe event or problem should have been: "the initial reporter received questionable ise indirect na, k for gen.2 and ca calcium results from samples from two patients tested on the cobas b 221 6 roche omni s6 system. Sample 1 on (B)(6) 2023: at 11:29 am, the k result was 4.14 mmol/l; the na result was 141.5 mmol/l; and the ca result was 1.178 mmol/l. On (B)(6) 2023: at 6:16 am, there were no k, na and ca results as the ion-selective electrode parameters were not calibrated. At 11:23 am, the result was an error message. At 11:25 am, the k result was 10.88 mmol/l; the na result was 134.8 mmol/l; and the ca result was 0.859 mmol/l. At 11:32 am, the k result was 3.9 mmol/l; the na result was 141.4 mmol/l; and the ca result was 1.192 mmol/l. At 4:24 pm, the k result was 3.52 mmol/l; the na result was 143.7 mmol/l; and the ca result was 1.214 mmol/l. Sample 2 on (B)(6) 2023: at 6:24 pm, the k result was 4.33 mmol/l. On (B)(6) 2023: at 11:52 pm, the k result was 8.52 mmol/l. On (B)(6) 2023: at 12:00 am, the result was an error message. At 12:07 am, the k result was 4.23 mmol/l. At 4:41 am, the k result was 4.02 mmol/l." Instead of: "the initial reporter received questionable ise indirect na, k for gen.2 and ca calcium results from samples from two patients tested on the cobas b 221 6 roche omni s6 system. Sample 1 on (B)(6) 2023: the initial k result at 11:23 am was an error message. The first repeat k result at 11:25 am was 10.88 mmol/l. The second repeat k result at 11:32 am was 3.90 mmol/l. The initial na result at 11:23 am was an error message. The first repeat na result at 11:25 am was 134.8 mmol/l. The second repeat na result at 11:32 am was 141.4 mmol/l. The initial ca result at 11:23 am was an error message. The first repeat ca result at 11:25 am was 0.859 mmol/l. The second repeat ca result at 11:32 am was 1.192 mmol/l. Sample 2 on (B)(6) 2023 at 11:52 pm, the initial k result was 8.52 mmol/l. On (B)(6) 2023 at 12:00 am, the first repeat k result was an error message. The second repeat k result at 12:07 am was 4.23 mmol/l." The investigation requested the electrodes and spare parts used in the analyzer but they were not received for investigation. The investigation reviewed the measurement printouts. The investigation noted that for sample 1, the results at 11:23 am and 11:32 am were from the same blood collection from different sample tubes. The investigation noted that the high k results combined with the low ca results are consistent with the effects of hemolysis and that the error message received was consistent with a sample-related issue. The investigation noted that for sample 2, the results at 11:52 pm and 12:07 am were from the same blood collection from different sample tubes. The investigation noted that the high k results were from a hemolyzed sample as they correlated with the na and ca results provided; and that the error message received was consistent with a sample-related issue. The investigation reviewed the log files and determined that there was no indication of any analyzer malfunction. The investigation determined the event was consistent with a sample-related issue. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 and ca calcium results from samples from two patients tested on the cobas b 221 6 roche omni s6 system. Sample 1 on (B)(6) 2023: the initial k result at 11:23 am was an error message. The first repeat k result at 11:25 am was 10.88 mmol/l. The second repeat k result at 11:32 am was 3.90 mmol/l. The initial na result at 11:23 am was an error message. The first repeat na result at 11:25 am was 134.8 mmol/l. The second repeat na result at 11:32 am was 141.4 mmol/l. The initial ca result at 11:23 am was an error message. The first repeat ca result at 11:25 am was 0.859 mmol/l. The second repeat ca result at 11:32 am was 1.192 mmol/l. Sample 2 on (B)(6) 2023 at 11:52 pm, the initial k result was 8.52 mmol/l. On (B)(6) 2023 at 12:00 am, the first repeat k result was an error message. The second repeat k result at 12:07 am was 4.23 mmol/l.

Manufacturer narrative:
The cartridge lot numbers and the expiration dates were requested but not provided. The investigation is ongoing.